Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. A4 is unknown.

Event description:
An impella 5.5 was used in a 69-year-old female presenting with cardiomyopathy for hemodynamic support. During support, nursing staff reported elevated purge pressure and reduced purge flow parameters, and tissue plasminogen activator (tpa) was administered for approximately 10 hours with minimal initial change in purge flow and pressure. At the time of consultation, purge flow was 1.9 ml/hr with a purge pressure of 1050 mmhg, and the motor current was within normal limits at 310 on p6. Based on the information available at the time of reporting, the impella 5.5 continued to function as intended.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the cause of the high purge pressure was due to biomaterial buildup based on returned data log analysis. The cause of the thrombosis was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
B1 added selection as it was omitted from the initial report that was submitted. Section 6 health effect - clinical code e2403 was incorrectly omitted in initial report and have been corrected to e0514.